Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to faulty force sensor system. The pump was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The pump was received with normal operating currents and passed unexpected error test and self-test. The motor passed motor test. The pump had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose value of 500 mg/dl. The customer reported the drive support cap appeared normal. The customer stated that the cannula was not bent. The customer stated that insulin exited the tubing. The product was returned for analysis.